Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after an intraocular lens was implanted, the patient experienced dyphotopsia . The lens was exchanged for a different lens 5 months after initial implantation. Dysphotopsia was the clinical reason given for the explant .